Manufacturer narrative:
H3: one device was received for evaluation. The service history found no additional records from the previous 12 months. The customer issue could not be confirmed through the accuracy test as the device was within the specified requirements. The root cause of the issue was unknown. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the device had over-delivered. There was no patient involvement.